Event description:
It was reported that during a da vinci-assisted surgical procedure, the biomed contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that surgeon stated the fenestrated bipolar forceps instrument angulation was not what he expected to with the instrument. Tse advised caller to reset instrument or swap instrument with another arm. Caller confirmed issue persisted in another arm too, but the rest of the instruments were working fine. Tse advised customer to return material authorization (RMA) the instrument. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
As of the date of this report, the fenestrated bipolar forceps instrument has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was not able to confirm/reproduce the reported complaint. The instrument was tested on an in-house system, and the instrument passed the recognition and engagement tests. The blades opened and closed properly. The instrument also passed the electrical continuity test. Fa found the instrument to be fully functional. The probable root cause of the customer reported complaint is not determinable since the issue was not confirmed or reproduced. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues.

Event description:
Refer to h11 for follow-up information.